Event description:
Provided information states that after implantation of the device, the lengthener stopped distracting during treatment.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, on approximately ten to fifteen samples when reaction vessels of lot 68241p100 were in use. The issue was resolved with the implementation of lot 70429p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). In a previous medwatch submission, the customer issue was unassigned from remedial action reporting number 1415939-2/27/09-003-r in error. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lots of suspect reaction vessel were in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.